Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, multiple occlusion alarms occurred. Blood glucose was 220mg/dl. Reportedly, the pump supplies were changed to address the event.